Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a bug or insect inside the patient line of the homechoice cassette before use. The patient surrendered the cassette to their facility. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The reported problem was verified. Particulate matter is embedded (fully encapsulated) in the tubing wall. Comparative review confirmed the particulate matter to be pin build up from the tubing extrusion process, intrinsic to the manufacturing process. The cause was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.